Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device eval by MFR: the returned product consisted of an eluvia self-expanding stent system with a 0.035 hydrophilic guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual and microscopic examination revealed no damages. The stent was deployed and did not return for analysis. The handle was disassembled, and the proximal inner was prolapsed. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent partially deployed. A 7mm x 120mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery (sfa) to treat peripheral artery disease. The 90% stenosed target lesion was moderately calcified and located in severely tortuous anatomy. The tortuosity of the left and right iliac was severe on the contralateral approach, but there was no steep curve. Pre-dilation was performed on the contralateral side followed by pre-dilation. The 0.035 inch non-boston scientific guidewire was replaced, and a 6mm x120mm eluvia stent was placed in the distal sfa without difficulty. An attempt was made to place the 7mm x 120mm eluvia stent, but the handle was a little stiff. The stent did not deploy even after fully spinning the thumbwheel and pulling the pull grip. Approximately 3-4cm of the stent remained undeployed. Therefore, the delivery system was pulled, and the stent deployed. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the stent partially deployed. A 7mm x 120mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery (sfa) to treat peripheral artery disease. The 90% stenosed target lesion was moderately calcified and located in severely tortuous anatomy. The tortuosity of the left and right iliac was severe on the contralateral approach, but there was no steep curve. Pre-dilation was performed on the contralateral side followed by pre-dilation. The 0.035 inch non-boston scientific guidewire was replaced, and a 6mm x120mm eluvia stent was placed in the distal sfa without difficulty. An attempt was made to place the 7mm x 120mm eluvia stent, but the handle was a little stiff. The stent did not deploy even after fully spinning the thumbwheel and pulling the pull grip. Approximately 3-4cm of the stent remained undeployed. Therefore, the delivery system was pulled, and the stent deployed. The procedure was completed. No patient complications were reported.